Manufacturer narrative:
The technician found corrosion on the lockout board controls. He replaced the lockout board to repair the bed.

Event description:
Info rec'd indicates the head section will not go up or down electrically, but will work when manually.